Event description:
The customer reported moisture damage to the insulin pump after dropping it in water. The customer reported absence of alarms or alerts, and blank screens, on the insulin pump after the incident. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was received with moisture damage on electronic assembly and vibrator motor. There was no unexpected vibration noted. The unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).